Event description:
Procedure for the patient with fistula in esophagus and lung. The delivery system was inserted through the nasal scope along the gw, referring to the body surface marker on egj. Then, the body part and proximal flare part of the stent did not expand, although they are not over the stenosis (the distal part expanded). By checking the placed stent next day under x-ray, the stent was found being migrated to small intestine. The physician determined to monitor how it goes without removing the stent, expecting spontaneous passage. Additional stent placement is planned. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that the body part and the proximal flare part of the stent did not expand, and stent was found being migrated to small intestine the next day. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. In addition, migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "body part and proximal flare part of the stent did not expand" and "the stent was found being migrated to small intestine", it is assumed that the stent expanded somewhat slowly during the procedure due to the condition at the patient's lesion and other factors complexly. Then, it is assumed the stent was migrated due to the non-expanded stent, condition at the patient's lesion, peristalsis and other factors complexly. Through the user manual by taewoong, it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary" and "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent migration". This complaint is assumed that the stent expanded somewhat slowly due to the condition at the patient's lesion and other factors, and stent migration occurred due to the non-expanded stent, condition at the patient's lesion, peristalsis and other factors complexly. There will be continued monitoring of the same or similar customer complaints.